Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient had lost a significant amount of weight (non device related) and has been experiencing a burning sensation at the pocket site.

Manufacturer narrative:
Information received stated that the physician revised the patient's pocket. Nothing was implanted or explanted and the patient is reportedly doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient had lost a significant amount of weight (non device related) and has been experiencing a burning sensation at the pocket site.